Event description:
The patient¿s healthcare provider reported that the patient had walked through a metal detector and started getting abdominal issues 4 hours later. No further complications were reported.